Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl), while wearing the pod between 4 and 24 hours on the leg. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied.